Manufacturer narrative:
The device was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found the haptic torn and foreign material on lens surface (debris and clear residue). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.5 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.